Manufacturer narrative:
Initial reporter phone number: (B)(6). Initial reporter complete facility name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was alarm 113 error in an arctic sun device. Per review of wo notes, the equipment was currently being used on a critical patient, and they were unable to give a date for them to come in. Per follow up information received via mail on 17mar2026, they just received confirmation from the local representative, alarm 113 was always activated and device did not cool enough but they kept on using in the patient because the alternative was worse (leave the patient with high body temperature). They kept using it and could control the temperature. Patience has other issues, but no impact related to the use of the device.